Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The email address of the initial reporter is unknown; the initial reporter phone is (B)(6). The device has not been returned. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure, the orbit galaxy tdl complex frame 7mm x 25cm coil (640cr0725/30013549) was being advanced in the microcatheter in the aneurysm when it became prematurely detached in the microcatheter. Another coil was used for the procedure. There was no report of any patient consequence or adverse event associated with the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus failure analysis lab on 12/6/2018. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The healthcare professional reported that during the coil embolization procedure to treat a posterior communicating artery (pcom) aneurysm, the orbit galaxy tdl complex frame 7mm x 25cm coil (640cr0725 / 30013549) was being advanced in the microcatheter into the aneurysm when it became prematurely detached in the xt17 (stryker) microcatheter. Another coil and another microcatheter were used to successfully complete the procedure. Continuous flush was maintained through the microcatheter. There was no flow restriction or reduction reported as a result of the coil being prematurely detached in the microcatheter. The issue did result in a delay or approximately 15 to 20 minutes. There was no report of any patient consequence or adverse event associated with the reported issue. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the completed investigation finding based on evaluation of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization procedure to treat a posterior communicating artery (pcom) aneurysm, the orbit galaxy tdl complex frame 7mm x 25cm coil (640cr0725 / 30013549) was being advanced in the microcatheter into the aneurysm when it became prematurely detached in the xt17 (stryker) microcatheter. Another coil and another microcatheter were used to successfully complete the procedure. Continuous flush was maintained through the microcatheter. There was no flow restriction or reduction reported as a result of the coil being prematurely detached in the microcatheter. The issue did result in a delay or approximately 15 to 20 minutes. There was no report of any patient consequence or adverse event associated with the reported issue. The 7mm x 25cm orbit galaxy tdl complex frame coil was returned for evaluation. The investigational finding is documented below. Investigation summary: the 7mm x 25cm orbit galaxy tdl complex frame coil was received coiled in a pouch. The hypotube was inspected and several kinks were noted on the hypotube. The coil introducer was zipped without any damage note on it. The support coil and the gripper were both inside the introducer. The gripper was inspected under the microscope; no damage or obstruction were noted on the gripper or on the purge hole. There were marks of the embolic coil noted on the gripper. The embolic coil was detached and was in a tangled and stretched condition. A review of the manufacturing documentation associated with this lot 30013549 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The issue reported in the complaint that the 7mm x 25cm orbit galaxy tdl complex frame coil became prematurely detached in the microcatheter during advancement could not be confirmed through functional analysis due to the condition of the returned embolic coil detached from the device and in tangled and stretched condition. It appears that additional force was applied on the embolic coil that might have caused the reported premature detachment in the microcatheter. Premature detachment in-microcatheter is a known potential issue associated with the use of this device. The device was returned with the embolic coil detached from the device and in a tangled and stretched condition prevented it from undergoing full failure investigation. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported premature detachment in-microcatheter could not be conclusively determined as due to the condition of the returned embolic coil. There is evidence of applied additional force that could have caused the coil to prematurely detach. It is also possible that the circumstances of the procedure and/or the manipulation and interaction of the devices may have contributed to the reported issue. Regarding the condition of the embolic coil, devices undergo 100% inspection at final assembly, in which the tangled and stretched condition of the coil would have been caught during final inspection. Thus, it is very unlikely that the 7mm x 25cm orbit galaxy tdl complex frame coil left the manufacturing facility with the observed damages noted on the embolic coil. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.